Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was in disconnected mode. A field service engineer logged into admin and checked the network, which showed disconnected, tried to ping the gateway but could not. After checking the facility port, it was found to be loose and was snapped back into place, checked the ping on the gateway and found it to be pinging, after checking the sync status, all uploads were completed, a full sync was required and performed. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, disconnected mode. The customer reported issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.